Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead 2003 (B)(6); 4193 implantable pacing lead 2003 (B)(6). (B)(4).

Event description:
It was reported by the patient that their implanted device is not even four years old and they were told that they needed a new device because the battery was going dead. The device remains in use. No patient complications have been reported as a result of this event.